Manufacturer narrative:
(B)(4). It was indicated this lead would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited undersensing and oversensing. Boston scientific technical services (ts) recommended an x-ray to see if the lead had dislodged and was in the coronary sinus. It was confirmed that the ra lead had dislodged. As a result, the lead was explanted and replaced. It was indicated that the patient was receiving adequate therapy with the ra lead dislodged. No adverse patient effects were reported.